Manufacturer narrative:
The device was received by the resmed technical service center in (B)(6) and an evaluation was performed. Review of the device log confirmed that a single occurrence of system fault 65 was recorded. However, the evaluation and functional testing could not reproduce the system fault. The device was serviced, calibrated and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed system fault (sf 65) message. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Based on previous investigations of similar complaints and the evaluation results, it was determined that the reported system fault (sf 65) was due to a software issue. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. Resmed reference #: (B)(4).